Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported pain during boluses and noticing a knot, about the size of half a tennis ball, where the pod was located. When the pod was removed, she started bleeding and went to emergency room. The doctor noticed that the area was leaking puss. The site was infected, there was irritation on the skin, it was swollen, and there was drainage. The patient was given antibiotics (name of medication unknown) for 7 days. The pod was worn on the leg for longer than 48 hour and was thrown away.